Event description:
The pt received his scs system, including an ipg, on (B)(6) 2005. It was reported the ipg was explanted and replaced due to a loss of telemetry. The explanted ipg was not returned to the MFR for analysis. No pt complications were reported as a result of this event.

Manufacturer narrative:
Eval: eval summary: the ipg was not returned to the MFR for analysis. As a result, the device history and sterilization records for the ipg are currently under review. The results of the review will be forwarded when available. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.